Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, lung cancer, irritation, respiratory illness, respiratory arrest, and stroke. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, lung cancer, irritation, respiratory illness, respiratory arrest, and stroke. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The ventilator was returned to the manufacturer for evaluation and visible foam particles were noted in the airpath. The devices sound abatement foam needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped. Section "adverse event/product problem" in box b has been updated/corrected in this report.